Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic totally extraperitoneal hernioplasty, the surgeon was trying to use the balloon to create the pre-peritoneal space, but the balloon could not be inflated. A new device was used to resolve the issue. There was no patient injury.